Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "touch screen not responding" (no display or display failure). A clinical coordinator reported that the touch screen was not responding. The system was switched out.

Manufacturer narrative:
A company service rep examined the system and confirmed the problem. The touch screen was replaced; the system was tested and met all product specifications. The touch screen was returned for testing and root cause analysis. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).